Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer's wife reported customer glucose test did not start after blood sample was applied on his freestyle lite meter. Customer's wife also reported customer experienced symptoms of dizziness and dehydration. Customer's wife reported taking customer to his doctor who diagnosed customer with severe hyperglycemia and treated customer with insulin medication. There was no report of death or permanent impairment associated with this event.